Event description:
The customer reported the loss of system functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The network connectors and interconnect cable were replaced. The system was then found to be operating as intended.